Manufacturer narrative:
Device evaluation: no product was returned to manufacturer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump turns off and on and was "acting strangely." The patient feels bad when using the pump but feels okay with the backup pump. The event occurred while in use with a patient. The suspected drug was a remodulin 10mg/ml, with a dose of 117 ng/kg/min subcutaneously, continuous. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.